Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he went swimming and forgot to disconnect the insulin pump. The customer stated that the display has condensation and even though the insulin pump is delivering insulin, it is difficult to see the display and the buttons sometimes do not work. Blood glucose level is unknown, but customer stated it was stable. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.